Manufacturer narrative:
H6 update: the previously applied patient code c50499 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient was noted as having been admitted to the intensive care unit with baclofen overdose symptoms. Yesterday the patient had a pump refill. The physician wanted to know if it was a good idea to stop the pump. It was being considered that stopping the pump was not needed as far as the system is emptied from the baclofen (by following the procedure) and reducing the flow rate which would be a medical decision. Additional information was received via a healthcare provider on 2020-sep-30. Regarding the cause of the overdose symptoms, it was noted as being likely due to too high of intrathecal dose when the pump was refilled. Regarding if there was an unintended delivery of a medication in a manner greater than prescribed which resulted in overdose symptoms, it was further noted that there was no unintended pump medication administration concerns. The pump was titrated down to a low infusion rate with resolution of symptoms (100 mcg/24 hours). The patient¿s weight at the time of the event was 37.69 kg.

Event description:
Additional information received reported that the cause for the patient¿s symptoms was prolonged period of time (3 weeks) without itb (intrathecal baclofen) therapy followed by prompt re-initiation of itb (intrathecal baclofen) treatment. The actions and interventions taken to resolve the issue was decrease in pump medication dosing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 745.5 mcg/day via an implantable pump. It was reported the patient missed their refill by a couple weeks and the pump went empty. The patient came in to the clinic with withdrawal symptoms and was treated with oral medication. The pump was filled on (B)(6) 2020. The patient then exhibited symptoms of overdose.